Manufacturer narrative:
The system instructions for use warnings state: for safe effective use of the implant, the surgeon must be thoroughly familiar with the surgical technique for the device, implant, and associated instruments. As per our surgery usage charge form related with this case, requirement for the instrument listed in the surgical technique labeled as "single use only" was not met. Evidence suggests that the instrument has been used multiple times. Reusing instruments labeled "single use only" may compromise the structural integrity of the instrument.

Event description:
User submitted a report to the FDA stating: during placement of a locking screw, the tip of a screwdriver broke flush into the head of x1 locking screw. Attempts were made to remove the broken screwdriver tip from the head of the locking screw. This could not be achieved as the tip was incarcerated within the head of the locking screw.